Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Manufacturer received a report from a study site in the united kingdom indicating that a vns patient is experiencing an increase in the frequency and duration of general tonic clonic seizures. Good faith attempts to gather additional information have been unsuccessful.